Event description:
It was reported that one hour after the completion of an atrial fibrillation ablation procedure, the pt developed a moderate pericardial effusion. The physician performed two transseptal punctures using a sjm brk transseptal needle, a sjm slo introducer with the assistance of intracardiac echocardiography (ice). Ensite navx was used under CT guidance to complete the left atrial anatomical map. Pulmonary vein isolation was performed using afocus ii (10 poles) and the coolpath duo (30/40 watts and 17 ml/min). After the left atrial roof line was completed, the pt's heart rhythm spontaneously converted to sinus rhythm. The pt was monitored during the procedure using ice and no pericardial effusion was noted. One hour post-procedure, the pt became hypotensive and a moderate pericardial effusion was detected using trans-thoracic echo cardiography. A pericardiocentesis was performed and the pt stabilized. The physician attributes the effusion to "too many ablation lesions in a single procedure".

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.